Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0011936541); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0011763188); product type: 0195-heart valves; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a potential misload may have occurred, causing an infold when the valve was attempted to be deployed.  The valve and delivery catheter system (dcs) were withdrawn from the patient. The team decided to downsize the replacement valve in consideration of the opening condition. Therefore the valve, dcs and compression loading system (cls) were replaced and the procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description h6 - patient and device code additional code - img component code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a misload was suspected during the fluoroscopic check with a possible frame node overlap beyond the 4 node. During the first deployment of the valve, the patient's blood pressure did not rise at the point of no recapture. Echocardiogram revealed a suspected infold. The valve was recaptured a total of two times as the patient's blood pressure did not rise. The infold resulted in a procedure delay. Per the physician, the patient's bicuspid valve and misloading may have contributed to the valve infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, predilation was performed with a 22 millimeter (mm) non -medtronic balloon (inoue). After the 34 mm valve was retrieved from the patient, another redilation was performed with a 23 mm non-medtronic balloon prior to the 29 mm valve being implanted.